Manufacturer narrative:
Analysis was unable to verify manufacture mode due to critical pump error. A pump error noted in the pump history and critical pump error during testing due to moisture damage on the electronic assembly on connector. Analysis was unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Analysis was unable to verify unresponsive buttons or stuck button alarm due to critical pump error. No moisture damage on keypad traces noted. Keypad connector was fully locked. The insulin pump was received with cracked case at corner of the belt clip rails.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button stuck. Troubleshooting was performed. . Customer states he did not press a button down for 3 minutes or longer. Customer did not recall any significant events that may have caused the button issues. The customer blood glucose was 95 mg/dl at the time of the incident. Customer also reported the insulin pump had critical pump errors alarms. Troubleshooting for critical error was not performed. Customer was advised to discontinued used of the device, revert to back plan, and the device need to be replaced. The insulin pump will be returning for analysis.